Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples processed using two vitros 5600 integrated systems. The most likely assignable cause for the higher than expected results is instrument related, as within-run trop I precision tests for both instruments were outside of ortho guidelines, indicating that the vitros 5600 integrated systems were not performing as intended. An ortho field engineer performed service actions to multiple subsystems of both instruments and following these actions, acceptable trop I es performance was observed. The investigation found no evidence the vitros tropi es reagent malfunctioned.

Event description:
The investigation has determined that non-reproducible, higher than expected vitros trop I results were obtained from two patient samples processed using two vitros 5600 integrated systems. Instrument 1 (s/n (B)(4)). Patient 1: 0.183 ng/ml versus expected result of <0.012 ng/ml. Instrument 2 (s/n (B)(4)) patient 3: 0.070 ng/ml versus expected result of <0.012 ng/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros phyt patient results were not reported outside of the laboratory and there was no allegation of actual patient harm. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).